Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14nov2019.

Event description:
The customer reported blower high temperature error. The service technician confirmed error code appeared in the diagnostic report which is consistent with blower temperature high. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The service technician replaced the air inlet filter and cooling fan filter and the cooling fan is working properly. The equipment is left cycling for 2 hours and after this it is verified that the turbine temperature is stable at 75 ° c (<95 ° c). After corrective maintenance, the equipment is operational and meets the manufacturer's specifications.